Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. During the occlusion test, device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. Device had broken battery tube threads, minor scratched display window, a small crack on the display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic seizure, diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was greater than 500 mg/dl and current blood glucose was 90 mg/dl. The customer was treated with intravenous and glucose, fluids. The customer had symptoms such as abdomen pain, seizure and nausea. The customer does not allege pump was under delivering. Customer reported that they had damage to the pump around the battery compartment and was happened during seizure. It was reported that they had performed high pressure test and was failed. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.